Event description:
It was reported by the patient's attorney through a legal claim that allegedly on (B)(6) 2016 the patient underwent a left knee medial compartment makoplasty and during that procedure simplex hv bone cement with gentamicin was utilized to cement all components. It is further alleged that on (B)(6) 2019 the patient underwent revision surgery due to loosening of her tibial component. No additional information have been provided.